Event description:
It was reported by the nurse at the hospital that the patient was admitted due to having seizures. A request was made for a sales rep to go and check the patient's device as the hospital was not sure if it was on and stimulating as expected. The family and the patient did not think the battery was working, however the battery was recently replaced. Additional information was received that the patient had been discharged, however prior to being discharged it was confirmed that someone from the physician¿s office saw the patient in the hospital. They checked the patient¿s device and was confirmed to be on and delivering stimulation as intended. Settings and diagnostics were indicated to be normal. The patient has not been seen by the physician since the hospitalization, therefore no assessment is available as this time on the cause of the increase in seizures. No additional relevant information has been received to date.